Manufacturer narrative:
(B)(6).

Event description:
It was reported that the foot pedal cord frayed. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.